Event description:
Follow up information received that the patient underwent surgical intervention on (B)(6) 2020 in which the lead was repositioned. No product was implanted or explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. The patient a few weeks ago that there was a sudden loss in therapy. A field representative attempted to reprogram the patient but could not achieve effective therapy. X-rays were taken and revealed the lead had migrated. Surgical intervention may occur to address this issue.